Event description:
The device was used during a v.a.t.s. (Biopsy) procedure. It was reported by the rep. Instrument closed on lung tissue, but black trigger wouldn't fire. Difficulty then experienced in opening jaws. A second instrument tried same thing happened. Opened chest to complete the biopsy ("this was the first time this surgeon tried the instrument, in my absence. The theatre stage suggested incorrect useage. However, I was present for his next biopsy, and the instrument fired but was extremely difficult to open. I scrubbed and attempted to release the jaws. Dr eventually managed to force them open, I suggested ez45g for his next case.")